Event description:
It was reported that the patient presented to the clinic for a follow up. Upon interrogation, the pulse generator exhibited intracardiac electrogram anomaly. No intervention or patient symptoms were reported. The patient would continue to be monitored